Manufacturer narrative:
Di: (B)(4). : the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure date unknown. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was performed under general anesthesia and lasted less than 1 hour the patient tolerated the procedure well and was discharged home the same day. Twenty-four hours post procedure the patient developed significant bronchospasms. The patient was hospitalized. Forty eight hours post procedure the patient developed significant bronchospasms. The patient noticed improvement one week after she was discharged home. According to the physician, the patient has not visited the ER nor had an asthma exacerbation over last 5 months. Has not used oral steroids and reduced the use of saba's over last 5 months. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.